Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the emergency room in (B)(6) 2019 due to diabetic ketoacidosis and high blood glucose level of 575 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer reported that they experienced nausea, vomiting and abdominal pain as the symptoms of high blood glucose level. The customer treated high blood glucose levels fluids and was under observation and used injection. The customer alleged the insulin pump for under delivery because blousing was not bringing the blood glucose level down. The customer also reported that the insulin pump had no delivery alarms. The drive support cap appeared normal. The insulin pump will be returned for analysis.